Event description:
Urine was noted on the floor. The urine bag was inspected and there is a big hole between the soft bag and rigid urimeter. In two places just where all the other torn bags have ripped.